Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection revealed air bubbles inside the tubing. The set was leak tested and no leaks were present. Gravity testing was performed and liquid flowed normally. Leak and gravity testing did not show any air in line, therefore the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink vented blood administration set had air bubbles inside of its tubing, ¿along the whole line of the tubing.¿ this was noticed by the patient during infusion using a baxter colleague pump. A nurse then replaced the set, and no air bubbles were observed after the replacement. The air bubbles did not enter the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.